Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. This report is for an unknown 13 hole liss plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a revision due to a broken 13 hole liss plate. The device was initially implanted on (B)(6) 2016 for a distal femur fracture. A revision was completed recently; the exact date is unknown. It was noted the patient was given permission to be fully weight bearing during physical therapy and that is when the plate broke. It had been noted that there was some calcification but no union. This report is for an unknown 13 hole liss plate. This is report 1 of 1 for (B)(4).